Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken hinge on the top monitor.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse realigned the hinge, installed new screws, and replaced the hinge cover (0380-00-0561). The fse completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).